Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex esophageal stent was to be implanted during a stent placement procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was tortuous and was dilated prior to stent placement procedure. According to the complainant, during the procedure, the physician attempted to insert a gastroscope across the stricture but the stricture was too tight for the scope to pass. Rigid dilators were used and then the physician tried to pass the scope a second time without success. The physician then passed a guidewire through the scope up to the stomach. A stone extraction balloon was passed over the wire and the physician inflated the balloon and started to withdraw it. The physician used the balloon to mark the stricture with external markers and estimated the stricture length as 5cm. The scope and stone extractor balloon were removed from the patient and the guidewire was kept in place. The physician chose a 12cm ultraflex esophageal stent and began advancing the stent over the guidewire. There was a lot of resistance advancing the ultraflex delivery system through the stricture and the catheter kinked. The physician was able to push the stent across the lesion and started deploying it; however, there was resistance pulling the release suture. The stent was able to be fully deployed but the physician found the stent was deployed above the intended location and too close to the lower esophageal sphincter. The physician attempted to push the stent lower in the esophagus with the scope but was unsuccessful and the stent was removed from the patient. The procedure was completed with a 10cm ultraflex stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.